Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard cr ilok femoral, catalog#: 183008, lot#: ni; biomet cc I-beam tibial tray, catalog#: 141222, lot#: ni; unknown arcom 3 patella, catalog#: 184764, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06680, 06681.

Event description:
It was reported a patient underwent right primary total knee arthroplasty. Approximately 1.5 years later, patient underwent revision due to arthrosis. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to the patient¿s condition as a progression of arthrosis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09290; 0001825034-2018-09289.